Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to test the excessive no delivery alarm due to a motor error. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a motor error alarm and a no delivery alarm. The customer's blood glucose level was 475, however the customer reported that his readings ranged from 98 to 300 mg/dl a few days ago. The customer stated the higher readings were due to the insulin pump not delivering insulin and alarming no delivery. The customer treated with manual injections. The customer was unable to get the insulin pump to rewind and it alarmed motor error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.